Manufacturer narrative:
A ge rep evaluated the system and replaced the smart switch board. The system operates as intended.

Event description:
The customer reported that the system would not power on (no boot). This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.